Event description:
Three months after pci, the lesion was treated with another stent. This patient presented to cath for urgent care with 50% lv ejection fraction with greater than 50% diseased native vessels in the left main, lad, circumflex and rca as well as the rca (graft). Pre-procedure medications included asa, beta-blockers, unfractioned heparin and plavix. Intra-procedure medications included gp 2b/3a inhibitors, unfractioned heparin and plavix, 150 mg. Pci was first performed in a 70% previously treated lesion (balloon only) in the proximal rca of unknown length in a 3.0mm vessel diameter. The lesion was characterized as ostial. The lesion was pre-dilated with an unknown balloon and atm before deploying one 3.0x13mm cypher stent (lot # unknown) at unknown atm. Post-dilation was performed for unspecified reasons. Residual diameter stenosis measured 40%. Timi 3 flows were recorded pre and post-procedure.